Event description:
The customer returned the rigid video laparoscope, which is an olympus asset with no reported complaint. However, during device evaluation, the plug of the r-unit (charged couple device) section was found to be damaged, preventing disassembly and reassembly of the parts. In addition, the fiber bonding in the outer tube area (distal end) is damaged. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause traced due to a component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.